Event description:
It was reported that the customer had high blood glucose readings of 600 mg/dl in the past and was treated with an injection. It was mentioned the blood glucose readings then dropped to 50 mg/dl where they were forced to treat with food. Customer is unsure why they have fluctuating blood glucose readings. Troubleshooting was declined. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.